Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the freestyle libre 2 sensor. A customer observed unspecified lower sensor readings in comparison to readings obtained on the built-in meter. The customer experienced seizure, loss of consciousness, and an ambulance was called. A glucose reading of 8 mg/dl was obtained on an hcp meter and customer was treated with glucose. Customer also reported obtaining a post-treatment reading of 80 mg/dl on the built-in meter. There was no report of death or permanent injury associated with this event.